Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection unrelated to the device system. The device pocket looked fine, however a transesophageal echocardiography (tee) performed showed vegetations on the right ventricular (rv) and right atrial (ra) leads. The entire implantable cardioverter-defibrillator (ICD) system was extracted. The patient was stable.